Event description:
A surgeon reported that one day following a glaucoma filtration device implantation, the shunt was noted to be touching the iris. There was no harm to the patient by this event and the shunt remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identify was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned and there was no harm to the patient by this problem; the shunt remains implanted in the eye. Additional information has been requested. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that on postoperative days 1, 2 and 3, a suture lysis was performed. A needling procedure was done with use of an anti-scarring agent at the three month postoperative timeframe. Glaucoma medications were intermittently used postoperatively. Indication of 3 medications at 3 month visit, 2 at one year visit, 3 at 18 month visit, and 5 at the 2 year visit. Intraocular pressure was indicated to be elevated at the 2 year visit, and the shunt was then explanted 2 weeks later.